Event description:
New information notes that the device oversensed noise signals causing the episodes to trigger. During follow up the clinicians felt there was post-sensed t-wave oversensing. Device changes wee suggested but not made at the time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with intermittent t-wave oversensing. Suggested programming changes had not been made as of yet. Patient was stable.

Event description:
New information notes that programming changes were made. These changes seemed to have lessened the occurrence of the oversensing alerts.